Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report his meter running high. Also reading erratic - doesn't trust the high reading. Analysis run on clark error grid using mean avg. Reading (308) as reference point vs. Bd readings (501, 154, 269) yielded some data points in the c/d range of the grid, outside acceptable limits.